Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported multiple motor error alarms from the insulin pump. There was no significant event leading up to the alarms. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 161 mg/dl. No further info was provided.